Event description:
The customer tested her blood glucose using her 3 contour meters and received readings of 118, 53 and 148 mg/dl. The difference between the readings falls in the "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service offered to troubleshoot the meters, but the customer ended the call. Customer service called the customer back, but she declined to troubleshoot. No product will be returned.